Manufacturer narrative:
The insulin pump was monitored 24 hours and no frozen screen noted however, the insulin pump alarmed button error and had unresponsive act button due to corroded keypad traces. Unable to perform operating current test or verify battery out limit and low battery alarm due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a battery out limit after lacrosse practice; the customer saw that her pump was frozen on the bolus screen, and when she changed the battery her pump alarmed with a button error and a battery out limit. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the battery out limit. The pump was alarming at the time of call and the alarm could not be cleared. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.